Event description:
Technician reported pat had overindusion of tpn. Total bag 1600 with 96 overfill. Rate over 11 hrs 1 hr ramp up and down. Bag infused before ran down started. 1696 infused in 10 hrs. No pt report of pt issue. No additional pt information is available at this time.